Event description:
It was reported to philips that the wireless foot switch was defect. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and identified intermittent connection issue between the wireless foot switch (wfs) and base station. Furthermore, it was found that the bracket of the wfs was loose. To resolve the reported issue, the wfs and base station was replaced. The system was returned to use in good working order and ready for clinical use. Further failure analysis of the wfs and the base station was performed. Functional testing was performed, and no failures were observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.